Event description:
A user facility biomedical technician (bmt) reported they replaced the hydrochamber due to some melting around the heater rod. Upon follow-up, the bmt stated the issue was discovered during preventative maintenance while troubleshooting unrelated issue. The bmt confirmed there was no smoke, burning smell or flames associated with the damaged component, and no other damage was noted with the machine. Per bmt there was no patient involvement, patient harm, or adverse event reported. The bmt stated the heater rod component was replaced and the machine remains out of service pending machine testing prior to returning back to service. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. It was reported the replaced component was no longer available to be returned for investigation.

Manufacturer narrative:
Additional information: d4, h4.

Event description:
A user facility biomedical technician (bmt) reported they replaced the hydrochamber due to some melting around the heater rod. Upon follow-up, the bmt stated the issue was discovered during preventative maintenance while troubleshooting unrelated issue. The bmt confirmed there was no smoke, burning smell or flames associated with the damaged component, and no other damage was noted with the machine. Per bmt there was no patient involvement, patient harm, or adverse event reported. The bmt stated the heater rod component was replaced and the machine remains out of service pending machine testing prior to returning back to service. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. It was reported the replaced component was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported they replaced the hydrochamber due to some melting around the heater rod. Upon follow-up, the bmt stated the issue was discovered during preventative maintenance while troubleshooting unrelated issue. The bmt confirmed there was no smoke, burning smell or flames associated with the damaged component, and no other damage was noted with the machine. Per bmt there was no patient involvement, patient harm, or adverse event reported. The bmt stated the heater rod component was replaced and the machine remains out of service pending machine testing prior to returning back to service. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and does not have a previous history of failing an electrical leakage test. It was reported the replaced component was no longer available to be returned for investigation.